Event description:
Healthcare professional reported a lap-band system was removed due to "failure weight loss, lap-band intolerance."

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device will be returned to allergan. Based upon the catalog number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. "Failure weight loss" and intolerance are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of inadequate weight loss as follows: (B)(4). Device labeling addresses the potential of intolerance as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."